Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had been experiencing a high blood glucose (bg) level for the past couple of days. The contacted indicated that a healthcare provider had been contacted and the settings on the pump were to be adjusted.